Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 536 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had a slight headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined to check for site or insulin issues. It was found that settings were correct. Customer also reported that the act button was difficult to press. Customer was advised that insulin pump would need to be replaced.